Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include an electrical or mechanical failure. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go displayed the message of device failed on the screen. However, the alarm sound could not be confirmed. Incident occurred during npwt. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.